Event description:
The customer reported that the probe dripped fluid on the ortho provue analyzer. The provue analyzer posted an error message indicating the inability to identify liquid levels. Probe drip may lead to dilution of sample/reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood. The customer detected the issue, preventing the possibility of erroneous results from being reported.

Manufacturer narrative:
An ocd field engineer (fe) visited the site and indicated that the probe was bent. The fe performed the appropriate replacements and repairs, returning the analyzer to expected operation. This customer has not logged any similar complaints against this analyzer since this incident.